Event description:
Pt's mother called regarding defective cadd cassettes, lot #3762088. Stated that the mixed solution leaks outside of the bag into the cassette. They had total of 3 bad cassettes so far. No side effects reported. It is unk if cassettes are available to be returned and the pt's mother did not report lapse in therapy. Reported to (B)(6) by pt/caregiver.